Manufacturer narrative:
UDI: (B)(4) gtin unavailable, product made prior to gtin compliance date. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a slotted hammer and an insert/extractor were noted to be broken in a sterile processing department during routine inspection on an unknown date. There was no patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: visual appearance not as expected. Device condition: visual inspection performed at customer quality (cq) observed no visual defects such as breakage on the device except for the significant usage marks. However, part and lot number etching were not able to be identified on the returned device. No new issues were identified. The received device condition does not agree with alleged complaint condition and therefore the complaint condition relevant to breakage was not able to be confirmed. However, with the faded part number condition identified, the overall complaint condition was confirmed. Dimensional analysis and document/specification review: while it is unknown if the device had lot number etching, during visual inspection both lot number and also the part number etching of the device were not able to be identified. Therefore, with an unknown lot, the exact device manufacture date is unknown and device history record (DHR) review is not possible. Drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional analysis was not performed as it is determined to be irrelevant to the observed illegible etch condition. A definitive root cause could not be determined based on the provided information. However, the observed condition is most likely due to cumulative wear and repeated sterilization cycles as evidenced by the visually significant wear and usage marks on device surfaces. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.